Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to error c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and displayed error code c-33 upon startup. A review of the internal log revealed error codes m-1c, c-00 and m-0b. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-33 is attributed to a faulty electrical component inside the iesu generator. This error indicates a higher voltage than expected while powered on.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to ports placement, the error c-33 occurred multiple times on the integrated electro surgical unit (iesu). The customer power cycled the system; however, the issue persisted. Tse advised the customer to use third party generators or to use another vision side cart (vsc) for the procedure. The procedure was completed with a different vsc with no reported injury.